Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) found no reason for the message and advised the home patient (hp) to start over using new supplies and also inform the nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) . This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation. The lot number was not provided, so a batch review cannot be performed. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.